Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 700 mg/dl. The customer also mentioned no delivery alarms. Troubleshooting was performed and the insulin pump did not pass the leadscrew test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.